Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the material was returned to the incorrect synthes site in oberdorf and was finally never received at the investigation site in zuchwil, it is unknown where the devices are located today. Therefore the non-conformity was created to cover this discrepancy internally. In general it can be stated that all synthes screws and plates are made according to the norm iso 5832 (implants for surgery) for stainless or titanium. Following is stated in the introduction section of these norms: no known surgical implant material has ever been shown to be completely free of adverse reactions in the human body. However, long-term clinical experience of the use of the material referred to in this part of iso 5832 has shown that an acceptable level of biological response can be expected when the material is used in appropriate applications. Product was not available for evaluation, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action related to the adverse reaction is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available or the material is located, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Code 3191 used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown screws/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient experienced an adverse reaction involving skin blotching around the area of surgery approximately 24 hours post-operatively. The custom peek implant was implanted on (B)(6) 2020. The surgeon performed a few medical tests to determine a cause, however, the implant was surgically removed on (B)(6) 2020 and the patients condition then improved. No surgical delay was reported. This is report 2 of 3 for (B)(4). This report is for an unknown trauma screws.